Event description:
A nurse reported to baxter (B)(4) that they noticed precipitate formation during therapy. The patient was not harmed, the therapy was stopped and the patient was put on a different therapy.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The photo of the sample has been reported to be available for evaluation and has been requested. However, the photo has not been received for evaluation as of yet. If the photo is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Batch file review completed for both batches and was acceptable. A review of the complaint records confirms that one similar complaint was received for batch (B)(4). The root cause was not determined. Analysis of samples from previous complaints for this issue confirms that the precipitates consist of calcium carbonates. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.